Event description:
The customer reported the sys is displaying a communications error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reloaded calibration files. Sys operates as intended. (B) (4).